Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Alleges caster wheel/fork/bolt failed and dumped consumer causing injuries. Alleges was returning to his home when the front left wheel of his six-wheeled motorized electric wheelchair came off of the wheelchair, dumping him to the ground out of the chair.